Event description:
The customer observed falsely elevated chloride results generated on the alinity c processing module for multiple patient samples. The following data was provided: 15jun2023 sample ID (B)(6) initial = >150 mmol/l, repeat result on another analyzer serial number (B)(6) = 105.5 mmol/l sample ID (B)(6) initial = >150 mmol/l, repeat result on another analyzer serial number (B)(6) = 107.8 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
Update: section h4 - device mfg date updated from blank to 1/10/2022. The ict sample diluent in use with the alinity c processing module, serial number (B)(6) was assessed due to falsely elevated chloride results, and it was determined that the ict valves and reagent probe required replacement. The replacement of these parts resolved the issue. No additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. Trending review determined no related trend for results for the product. A review of tracking and trending for the alinity c ict sample diluent did not identify any trends. The review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial number ac04547 or the alinity c ict sample diluent, lot 67538un22, was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated chloride results generated on the alinity c processing module for multiple patient samples. The following data was provided: (B)(6) 2023 sample ID (B)(6) initial = >150 mmol/l, repeat result on another analyzer serial number (B)(6) = 105.5 mmol/l sample ID(B)(6) initial = >150 mmol/l, repeat result on another analyzer serial number (B)(6)= 107.8 mmol/l no impact to patient management was reported.